Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2019-09958. It was reported that the patient presented in clinic for an unrelated procedure. Upon device interrogation, the patient's right atrial and left ventricular leads exhibited high pacing thresholds. All other measurements for both leads were normal. No intervention was reported. The patient's condition was stable throughout the event and would continue to be monitored.

Event description:
Related manufacturer reference number: 2017865-2019-09958. New information noted that the patient's left ventricular lead was capped and programming changes were made for the right atrial lead. The patient's condition was stable after the procedure.